Event description:
It was reported there was a hole found in the inner foil pouch of the product. The inner foil was never opened. It was reported there was no pt contact with the product and no injury.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a f/u MDR submission.

Manufacturer narrative:
Integra has completed their internal investigation on 06/14/2015. Methods: evaluation of actual device, review of device history records, review of complaint history. Results: DHR review- upon examining of the product return on 06/09/2015, it was confirmed that the lot# on the tyvek label was indeed imbwm lot 105a00286501. However, the outer box label of the product return as well as the complaint form submitted by integra sales representative both listed imbwm lot 105a00299363. For this reason, as a conservative approach, both imbwm lots 105a00299363 and 105a00286501 will be reviewed as part of the DHR review section. The complaint investigation reported the imbwm 4x5 product lot# 105a00299363. This finished goods product lot stems from parent dispersion lot # 105000299356. The manufacture date for this lot is 02-2014 and date o expiry is 02-2016. Overall, there were no issues identified during the batch record review that could be attributable to the failure mode of "hole in the product package" reported with the current complaint. All final release testing and inspection met the criteria for the two lots 105a00299363 and 105a00286501. A review of complaints history for similar complaints from april 2014 to april 2015 was performed. There were approximately (B)(4) units of these products sold in the trend timeframe. As per the trending query, there were five similar complaints identified for leaks/hole in the product package therefore, the calculated complaint rate is (B)(4). Conclusion: the most likely cause of this defect was the movement of the sharp edge/corner of the insert pressing against the foil pouch during shipping/handling. Repeated pressing caused a tear to occur and resulted in buffer leakage, causing the yellow dots observed. The lots underwent 100% inspection after sterilization and boxing processes, which would have detected the yellow stains/leak at the time of inspection. Per the complaint background, the pt risk is minimal as there was no product contact with the pt, and the surgery was delayed by 5 minutes only. No additional complaints have been reported with this pt or with the reported complaint lots. This complaint investigation will be reopened and updated, if additional details become available in the future.